Event description:
The customer reported that the 9800 system displayed a high voltage generator error message. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator driver printed circuit board was replaced. The system was tested and operates as intended.